Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The event occurred at (B)(6) hospital. The device was not explanted from the patient and therefore was not returned for evaluation. A correlation between the device and the reported event could not be determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced a fever with unknown cause and an intracranial hemorrhage. The patient expired on (B)(6) 2016 due to the intracranial hemorrhage . It was reported that the lvad was operating as expected. No additional information was provided.